Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively to a successful cryo ablation procedure, the patient suffered from a cardiac tamponade. It was noted the patient¿s blood pressure was not maintainable during the night. The patient expired. An ultrasound was performed, and no effusion was observed. No further information is currently available. Additional information received indicated that the patient's thickened and marked hypertrophic septum was the root cause and also contributed to the death.